Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that the fluoroscopy would not appear during an examination. The windows operating system crashes and client performed an automatic shutdown of the system, turning the power off. The system could not be restarted.